Event description:
It was reported that the syringe within the custom kit was cracked at the fixed luer. When the clinician pulled back on the syringe during a cardiac catheterization procedure, blood squirted out and sprayed the clinician.

Manufacturer narrative:
A f/u report will be submitted when the eval is complete.